Event description:
It was reported that bd 1ml syringe luer-lok¿ tip came in open unit packages. This was discovered before use. The following information was provided by the initial reporter: customer reports following: syringes are in the package where you have an extra red line outside the box. Syringes inside the box are in the packages that are open/unsterile.

Manufacturer narrative:
H.6. Investigation summary: a strip of five mostly sealed blister packs with 1ml syringes inside from batch 9210927 (p/n 309628) were received and evaluated. It was observed there was splice tape across all the packages with metallic tape on the top side and red tape on the bottom side of the top web. The blister packs were not sealed in the location of the tape, which was rejectable per product specification. Potential root cause for the open seal defect is associated with an error in procedure. The procedure states the packages with splice tape should be automatically rejected. In actuality, the machine stops and alerts that splice tape was detected but does not auto reject without intervention. The result could cause the operator to inadvertently allow the splice tape to be packaged. Corrective action include, the viability of a process upgrade to auto reject splice tape will determined and if the auto reject is not feasible the procedure will be updated to reflect the actual machine function. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip came in open unit packages. This was discovered before use. The following information was provided by the initial reporter: customer reports following: syringes are in the package where you have an extra red line outside the box. Syringes inside the box are in the packages that are open/unsterile.